Event description:
The following was reported via maude event report: on (B)(6) 1999 - pt underwent excision of bilateral nodules from scar reconstruction of abdominal wall with two pieces of bard flat mesh. The pt alleges bowel problem, abdominal pain, burning and numbness to certain parts of abdominal. Pain with cough, sneeze, getting up from laying or sitting position, wears any clothes that are not loose around the area of the implants of mesh, recurrent uti's which require year round antibiotics, lesions, thyroid problems, and suspected possible fistulas in the past. Pt also reported fatigue, pain and emotional exhaustion.

Manufacturer narrative:
We have contacted the initial reporter multiple times to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided, it is unk if the mesh caused or contributed to the reported event. The pt reports a number of complications, some of which are known adverse events listed in the IFU. Medical records have not been provided and the sample was not reported to be explanted. Additionally, the lot number provided was not a valid number, therefore, a mfg review is not possible. With the currently available info, no conclusion can be drawn at this time. See MDR 1213643-2012-00098 for info related to the first flat mesh implanted on (B)(6) 1999.